Event description:
It was reported that: "swg too soft." The issue was identified during use. The patient was reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for analysis. Signs of use in the form of biological material were observed inside the tubing. Visual analysis revealed that the guide wire was unraveled from the distal end. This resulted in the distal j-bend to be misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. It was also observed that the core wire was broken directly adjacent to the distal weld; however, the weld was still attached to the coil wire. The broken core wire measured 601mm in length, which is within the specification of 596mm-604mm per the guide wire product drawing. The outside diameter of the guide wire measured 0.790mm, which is within the od specification of 0.788mm-0.826mm per guide wire product drawing. All functional section of the guide wire were able to pass through a lab inventory ars/introducer needle with little to no issue. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the proximal weld was secure to the core and coil wires. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "swg too soft." The issue was identified during use. The patient was reported as fine.